Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, prt 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation and sent to the supplier for evaluation. One (1) piece of part number 04.038m400sp, batch 54961p6 was loose in a bag. The returned part is laser etched with the synthes logo, ceo123, 04.038.400, 54961p6 and 100mm a dimensional inspection was performed and does not meet specifications. A functional evaluation was performed with a go no go gage and does not meet specifications. The manufacturing investigation determined the complaint condition was confirmed on one (1) of the three (3) returned parts. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received in that lot number. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 20-mar-2025 expiration date: 01-mar-2035 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: 56842p6 (sterile) device history review a manufacturing record evaluation was performed for the finished device with batch number 56842p6. No nonconformities or manufacturing irregularities have identified related to the complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tfna helical blade couldn't be fixed on the insertion-instrument as if the thread wasn't worked well. Surgeon decided to use helical blade of another length, as all available other helical blades with the same length had the same lot number. With the other length it was no problem to connect. There was a 5 minutes of surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 (concomitant). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the first implant was opened during one surgery. As there was no thread to connect the implant to the instrument, it wasn't used nor was it in contact with the patient.